Event description:
It was reported that the customer had issues with the insulin pump. Customer stated that her sensor glucose reading was 40 mg/dl and her blood glucose level was 214 mg/dl. Customer does not exhibit symptoms of low blood glucose levels. Customer had questions about why the alarm triggered since her blood glucose level was above the threshold suspend limit. Customer's sensor glucose value was 54 mg/dl and the threshold suspend limit was 60 mg/dl. The differences between sensor glucose and blood glucose readings were explained to the customer. Customer was advised to keep sensing as her readings will be affected by the medications and the type of boluses she provided herself to cover for food. No additional assistance was required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).